Manufacturer narrative:
Patient reported pain in the knee following total knee replacement surgery. X-ray showed periprosthetic fracture of the tibia. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient reported pain in the knee following total knee replacement surgery. X-ray showed periprosthetic fracture of the tibia. Revision surgery occurred.